Event description:
It has been reported to philips that, there was no display on the screen. The device was inside clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the display has no image. Upon functional testing, fse found that the data screen monitor was defective and caused fuse f14 of mpdu burned. Fse replaced the fuse and display. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.